Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial procedure on (B)(6) 2016, imaging revealed a laminectomy depression at l2-l5 (which the physician was aware of) and at t11-t12. The physician decided to abandon the procedure due to the thoracic laminectomy depression. The above finding was noted prior to the opening of the product. The patient's status was reportedly fine.